Manufacturer narrative:
Device was not received. The customer¿s report of an argatroban overinfusion was not confirmed. The pcu event log shows that at 7:13 pm on (B)(6) 2016, programming was started for argatroban interv cardiology 250mg/250ml (drugid 80) but was not completed and the device was channeled off. At 7:15 pm, a basic infusion was started at 0.1ml/hr. At 7:17 pm, the device was channeled off. At 7:17 pm an infusion of argatroban hit therapy 250mg/250ml (drugid 78) was started at 0.04mcg/kg/min (0.17ml/hr). At 7:22 pm, the dose was changed but the programming was not completed and the device was paused and channeled off. At 7:24 pm, programming was started for an infusion of argatroban interv cardiology 250mg/250ml (drugid 80) but was not completed and the device was channeled off. At 7:26 pm, an infusion of argatroban hit therapy 250mg/250ml (drugid 78) was started at 0.043mcg/kg/min (0.19ml/hr). At 7:30 pm, the user tried to change the rate to 0.01ml/hr but it was not allowed. The door was opened and the device alarmed for check IV set. The infusion was then paused and channeled off. At 7:31 pm, programming was started for a basic infusion but was not completed and the device was channeled off. Argatroban hit therapy 250mg/250ml (drugid 78) was then programmed to infuse at 0.1ml/hr. At 7:34 pm, the infusion was paused. An attempt was made to change the rate to 0.05ml/hr but it was not allowed. The dose was changed to 0.05mcg/kg/min which made the rate 0.22ml/hr. At 8:04 pm, the dose was changed to 0.05mcg/kg/min, which made the rate 0.22ml/hr. At 8:09 pm, the rate was changed to 0.1ml/hr, which made the dose 0.023mcg/kg/min. Beginning at 9:00 pm several delays were programmed. At 11:03 pm the device remained in standby and the infusion had not been restarted. The volume recorded as being infused between 7:13 pm and 8:09 pm was 0.153ml. Review of a concomitant pcu event log showed that prior to the reported event time, argatroban (drugid 78) had been infusing at 0.1379ml/hr on a separate channel and that device was channeled off at 4:08 pm on (B)(6) 2016. The root cause of the customer¿s report of an argatroban overinfusion was not identified. The suspect device was not returned for investigation.

Manufacturer narrative:
The affected devices have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a cticu patient supported with ECMO and an intra-aortic balloon pump went to surgery with amiodarone, epinephrine, ns, and milrinone infusing. The patient had previously been on argatroban 250mg/250ml at 0.1 ml/hr; the pump was turned off prior to leaving for surgery, however the tubing was left in the pump and connected to the patient. Upon return from surgery, the argatroban that was supposed to be infusing at 0.1 ml/hr was noted to be infusing at a higher rate than it should have been, and the bag had approximately 100 ml less volume than they expected. The customer stated it is possible that the rates of two medications were accidentally interchanged, however there was no confirmation of this. The patient subsequently had markedly elevated coagulation labs and bleeding complications from the over infusion, and expired 9 days later.